Event description:
Head of the swivel adaptor broke off inside the "t piece which attaches to the suction system, making it impossible to reattach the pt to the vent circuit. These broken pieces are almost impossible to remove from endotracheal tubes or from "t" pieces. No injury to pt.